Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff claimed pain : other') in an adult female patient who had essure (batch no. 919039) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test." On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury related to essure") and infection ("the client experienced pain and infection"). The patient was treated with surgery (the physician performed a fallopian tube removal to remove essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, psychological trauma and infection outcome was unknown. The reporter considered infection, pelvic pain and psychological trauma to be related to essure. The reporter commented: date of removal surgery or date scheduled: not given most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: essure lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff claimed pain : other') in an adult female patient who had essure (batch no. 919039) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test." On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury related to essure") and infection ("the client experienced pain and infection"). The patient was treated with surgery (the physician performed a fallopian tube removal to remove essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, psychological trauma and infection outcome was unknown. The reporter considered infection, pelvic pain and psychological trauma to be related to essure. The reporter commented: date of removal surgery or date scheduled: not given lot number: 919039, manufacture date: 2011/11, expiration date: 2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff claimed pain: other') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo essure confirmation test." On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury related to essure") and infection ("the client experienced pain and infection"). The patient was treated with surgery (the physician performed a fallopian tube removal to remove essure). Essure was removed. At the time of the report, the pelvic pain, psychological trauma and infection outcome was unknown. The reporter considered infection, pelvic pain and psychological trauma to be related to essure. The reporter commented: date of removal surgery or date scheduled: not given. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received : previously reported "injury" was updated to "pelvic pain", new events - ''psychiatric disorder nos, device monitoring procedure not performed, infection nos" were added. New reporter information and patient details were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.